Event description:
It was reported that the device had a logic board error. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reseated pressure sensor harness, harness was put on backwards causing error code 260.41330. As found 9.17 sw as left ver 9.17. Replaced pressure sensor, sensor was missing, platen, platen was missing, rear case per plastics recall, keypad, keypad was delaminating, right iui, iui was corroded , replaced left iui, iui was missing. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 15nov2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to maintenance issue of the logic board - corrosion. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device suffered an unknown logic board error. There was no patient involvement.